Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had no alert or message in the insulin pump and just pure beep sounds. Customer stated buttons were neither pressed nor accidentally pressed and the notification light was not blinking. Customer stated there was nothing nearby that beeps. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.